Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that intermittent crosstalk signals on the ventricular sense channel were seen after atrial paced events. The device was reprogrammed successfully.